Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 during which the scs ipg was explanted and replaced with a different model and the pocket site was relocated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between his scs ipg and external devices. It was also reported the patient has not charged in "a while." Surgical intervention will be taken at a later date to address the issue.